Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's grandmother reported hospitalization due to high blood glucose. The current blood glucose reading is 272 mg/dl. Customer treated with insulin pump. The blood glucose reading at the time of the event was over 600 mg/dl. Hospital treated with insulin drip. Nothing further reported.

Manufacturer narrative:
The insulin pump unable to prime during prime test due to faulty force sensor. Unable to perform basic occlusion, occlusion and excessive no delivery test due to prime/fill anomaly. The insulin pump passed the displacement test. The insulin pump had a cracked belt clip slot, cracked reservoir tube lip and scratched display window.